Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising thresholds. The rv lead remained in use. It was further reported that the patient later died in a manner unrelated to the device system.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that two proximal segment leads were received. They are both the same model and the s/n on each lead was cut off, therefore the identity of each lead cannot be determined. As one of the leads has electrical complaints and also patient death, both leads were analyzed with destructive testing. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).